Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected and no defects were noted. The valve was tested for programming and the valve passed the test. The valve and catheter were irrigated with purified water and no occlusion was noted. The valve was dried and leak tested, no leaks were noted. The valve was reflux tested and the valve passed the test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve product code 82-3844 with lot cnmb29, conformed to the specifications when released to stock on the (B)(6) 2012. Based on the results of this investigation no further action is required as the problem reported by the customer could not be duplicated in the laboratory setting. The valve functioned as intended. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the device was implanted via v-p shunt for the patient who had a brain tumor (male/(B)(6)). Date of implant and the initial setting pressure are unknown. Since the setting pressure could not be changed after implantation, the surgeon checked the x-rays and suspected that the stepping motor was dislodged from the base plate. On (B)(6) 2014, the revision surgery was conducted and the device was replaced by the same new product. The surgeon suspects that the valve may have already been broken before use.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.